Event description:
At the beginning of exam, the table was in the upright position. During the exam, the table was angled down the horizontal position. The pt was then instructed to turn onto her right side. As the pt was attempting to turn up onto her right side, the table allegedly cradled to the left and the technologist rportedly had to grab onto the pt to reportedly prevent her from falling off the table onto the floor.